Event description:
It was reported that the patient experienced an infection and erosion of the abandoned leads from a previous device system. The abandoned leads and active leads were all cut at the tissue and partially removed. The lead bodies remain in the patient. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced by a leadless implantable pulse generator (ipg). The patient was administered antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m55 lead implanted: (B)(6) 2014, 439688 lead implanted: (B)(6) 2014, 5076-58 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.